Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('partial extrusion of essure on the right side into the uterine cavity') in an adult female patient who had essure (batch no. 624526-invalid) inserted for female sterilisation. The patient's medical history included drug hypersensitivity, gravida ii, parity 2, uterine bleeding, pelvic pain and vaginal bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized from (B)(6) 2009 to (B)(6) 2009. The patient was treated with surgery (vaginal hysterectomy). Essure was removed in (B)(6) 2009. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: 0 coils were noted on the right side left sided device was placed with 6-7 outer coils being visualized . Lot number reported (624526) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('partial extrusion of essure on the right side into the uterine cavity') in an adult female patient who had essure (batch no. 624526) inserted for female sterilisation. The patient's medical history included drug hypersensitivity, gravida ii, parity 2, uterine bleeding, pelvic pain and vaginal bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized from (B)(6) 2009. The patient was treated with surgery (vaginal hysterectomy). Essure was removed in (B)(6) 2009. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: 0 coils were noted on the right side, left sided device was placed with 6-7 outer coils being visualized. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.